Manufacturer narrative:
An event regarding disassociation and trunnion wear involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed confirmed by clinician review. Method & results -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo displayed recently explanted femoral head, stem and shell with liner assembled in it. There are blood and tissue on the stem and shell. The trunnion of the stem was severely worn. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "undated, unlabelled x-ray ap left hip: uncemented tha with modular head in acetabular component, stem trunnion disassociated and dislocated from head. No clinical or pmh, no op reports, no serial x-rays, no examination of explanted components. While the single x-ray appears to confirm the event description, lack of documentation makes creation of a medical report impossible for this case." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient came on the evening of,thursday, (B)(6) 2020 complaining their hip felt dislocated. An x-ray revealed an accolade stem with severe trunion wear. The femoral head was off the trunion. During surgery metalosis was discovered with a worn trunion. A 36 mm +5 lfit femoral head was completely off the neck of the stem. After removal of the accolade stem a restoration modular stem was used an a tritanium revision shell was used with a poly liner. A 36mm biloxi delta femoral head was used. Update: "first it was the left side. Implant date was (B)(6) 2008. This was only the first revision" update: "the shell was replaced due to incorrect positioning from the original surgery".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient came on the evening of,thursday, (B)(6) 2020 complaining their hip felt dislocated. An x-ray revealed an accolade stem with severe trunnion wear. The femoral head was off the trunnion. During surgery metallosis was discovered with a worn trunnion. A 36 mm +5 lfit femoral head was completely off the neck of the stem. After removal of the accolade stem a restoration modular stem was used an a titanium revision shell was used with a poly liner. A 36mm biloxi delta femoral head was used. Update: "first it was the left side. Implant date was (B)(6) 2008. This was only the first revision".